Event description:
It was reported that after sterilization, it was noticed that the distal tip of the locking holding sleeve (03.616.043) was broken. The instrument was found in the sales consultant's set. Any surgical delays or patient harm information are unknown. No additional information were provided. This is 1 of 1 report for the same event, complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and all required specifications were met. This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product investigation report indicated that the lot numbers for the received instruments 03.616.043 was made under revision b. The reported condition of broken distal tip was confirmed; damage was noted to the inner shaft thread; the thread of the major diameter m6.5x0.75 is stripped, i.e. First thread is starting to detach. The applicable associated drawings were reviewed (03_616_042 rev. B and d and 03_616_042_11 rev. A). These drawings call out the appropriated dimensions, material (17-4 stainless steel, heat treated), and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of these instruments. The applicable associated drawings were reviewed, the pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of these instruments. The us complaint history was reviewed since the launch of these devices. The history shows 83 instruments with the same hazard from october 2011 to march 2014. (B)(4). In conclusion, the reported condition of broken distal tip was confirmed; proper use is critical to the success of the holding sleeve devices. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. The manufacturing investigation reported that rms company manufactured the locking holding sleeve ¿ long for matrix, p/n 03.616.043, and synthes lot number 6778559. The materials of the component parts were confirmed to be correct. The part conformed to dimensional specifications and functional requirements at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The inner and outer diameters of the components were confirmed to be within specifications. Per the supplier¿s certificate of compliance, the heat treat values conformed to required specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint condition is confirmed, but it cannot be determined if it is the fault of the supplier. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.